Event description:
On (B)(6) 2012 the pt reported an insulin leak in the system. She stated that she sees wetness on the end of the insulin cartridge near the piston rod of the infusion device. The pt was instructed to clean the cartridge compartment of the infusion device with a cotton swab. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The insulin cartridge, infusion set, and adapter were requested to be returned for eval.

Manufacturer narrative:
The cartridge was not returned for evaluation. The manufacturer checked the retention samples and batch documentation and did not find any irregularities. The infusion set was not returned for evaluation. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications. The adapter was not returned for investigation and the production data comply with the specifications. Device was not returned to manufacturer.